Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during customer testing of the synthes reamer shaft for flexibility, the reamer shaft was bent into a ¿u¿ shape and then autoclaved to see if it would return to its original shape. The reamer shaft retained the bend after autoclaving. This reamer shaft was reportedly never used in surgery and there was no patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported lot number is 9291989; however, this part/lot number combination could not be validated by synthes. It is possible that the last digit of the lot number was misreported and the correct lot number is 9291986 according to the manufacturer. Device is an instrument and is not implanted/explanted. (B)(6). The reported part/lot combination could not be validated it is possible that the last digit of the lot number was misreported and that the correct lot number is 9291986. Therefore, the manufacturing documents for part 352.040 lot 9291986 were reviewed: a device history record review was performed for the subject device lot 9291986. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If the subject device is received, the lot number may be confirmed and validated at that time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that the: material science & testing performed all appropriate investigations to collect information for the available part in question (microstructure, micro-hardness, and pmi by eds) and compared them with the literature data for this material as well as data obtained from the manufacturer (tensile testing data). The results of the performed investigations did not raise concerns concerning the quality of the material. Due to the fact that the measured data is not directly comparable to the data delivered by the manufacturer, we are not able to compose a final finding for this case. It only can be assumed that the instrument was bent too far and/or in a too tight radius, causing a deformation beyond the material¿s elastic limit. We recommend that product development perform an evaluation for this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the device was received and it was noted that the component is cut into two pieces, there is a green marking on both pieces, and the distal part presents a permanent deformation. No material fault has been detected. Per the testing conducted. The synream-flex-shaft was cut in order to subtract material for the analyses. The green markings were added to avoid any mixing between this device and a similar device for another investigation. The complaint reported that the reamer shaft remained bent although it usually returns to shape immediately or after processing. It was confirmed that the distal part of the synream-flex-shaft is permanently deformed and presents a curvature. The user performed test of bending the shaft into a u shape is not indicated per the surgical technique guide. The shaft is made of nitinol. The testing report demonstrates that the synream functions up to a curvature with acceptable temperature increase; the testing done by the user exceeded the design intent. Effectively, the aim of the synream-flex system is to follow the bones intramedullary anatomy. The average femoral anterior radius of curvature is estimated to 1200 mm (+/- 360 mm). The complaint description demonstrates an abnormal use by the medical staff of the synream-flex-shaft by performing non-indicated bending test prior to use. Effectively, the steps performed by the user are not required in the surgical technique guide. The instrument was damaged pre-operatively and did not involve any patient in the issue faced by user. The product is deemed safe and efficient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.